Event description:
It was reported that there was difficulty in placing the right ventricular (rv) lead. An alternate lead was placed. The right atrial (ra) lead dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.